Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes completed. Two pictures received and upon visual inspection under standard of procedure, this revealed incomplete seal of cuff. Sample p/n 100/199/080 with lot number unknown was received. The engineering procedure was reviewed for customer complaint as the customer wanted to know about bonding of the product. Based on the analysis conducted in the sample provided, and review of pfmea the occurrence for this failure condition could be caused by cuff not positioned correctly during cuff assembly and welder machine failure. The following action was taken: all mitigations on placed were verified and it was confirmed has been executing according, therefore for detection of this occurrence, manufacturing procedure for cuff welder operation ?mp tmfl-tj080 rev. 103 tracheal manual flow line- hot air weld cuff to tube. ?was updated in order to clarify criteria inspection for cuff seal during 100% visual inspection. Co-10079531. Completed on 30/apr/2019.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
The lot number is currently unknown.

Event description:
Information was received indicating that the customer noticed air was leaking from the cuff of the portex endotracheal tube. The tube was then removed from the patient and the leak was confirmed. There were no adverse events reported.